Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter was returned for evaluation. Tip separation was confirmed on the returned microcatheter; the separated tip was not returned. A relatively wide, longitudinal scratch mark was observed on the tip surface proximal to the torn end. The tip polymer was torn in a wedge shape at the distal end of the scratch. Multiple cracks caused by stretching of the tip were observed proximal to the torn end. The torn end was found flattened with traces of ductile rupture of the tip polymer and the inner jacket. Investigation of the returned microcatheter suggested that the tip was stretched and torn off at approximately 2mm from the distal end of the tip, where the junction of the polymer-only tip segment and the polymer-and-braid tube segment located. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the above investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the separation of the tip. As the catheter tip was pushed against the heavily calcified lesion, the tip surface could be scraped by the calcium during removal likely when the concomitant guide wire was not in line with the microcatheter. In that situation, the applied stress would exceed the product design limit, causing tearing of the tip. It was concluded that this event was not attributed to product quality. Given that severe damage was observed on the returned microcatheter and the separated tip was not returned, a possibility could not be completely ruled out that some tip fragment(s) might be left in the patient. Instructions for use (IFU) states: [contraindications]: do not use this microcatheter in advanced calcified lesion. [Warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects]: separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter broke off during a percutaneous peripheral intervention (ppi) to treat a heavily calcified chronic total occlusion (cto) in the posterior tibial artery. The separated tip remained on the concomitant guide wire and was successfully removed from the patient. Percutaneous old balloon angioplasty (poba) was then performed for revascularization and the procedure was completed successfully. There were no adverse patient effects related to this event.